Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The patient sample generated a result of 5.3 coi (positive) on the elecsys anti-hcv ii assay. The same sample was reported as negative on other platforms. No immunoblot or polymerase chain reaction (pcr) testing was performed due to cost considerations.

Manufacturer narrative:
The reported event occurred on a cobas 8000 - cobas e 602 module (serial number: (B)(6) ). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. The customer did not follow the recommendations outlined in the method sheet, which specify that all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. Repeatedly reactive samples must be confirmed using supplemental methods, such as immunoblot or detection of hcv rna. No confirmation testing was performed in this case. Single false positive results are covered by the assay's specificity claim. A definitive root cause for the reported event could not be determined based on the available information.